Event description:
(B)(4). During hysterectomy, was informed that right coil was completely perforated.

Event description:
(B)(4). Urticaria, rash from nickel allergy.

Event description:
(B)(4). Total hysterectomy scheduled (B)(6) 2016 for removal.

Event description:
(B)(4). Been diagnosed with migraines, narcolepsy that I have to take daily medications for and multiple dental issues that I've never had in the past.